Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced atrial fibrillation. The physician assessed that it was not directly related to the device or therapy. The patient is scheduled to have cardioversion and there have been no reports of further complications regarding this event. The patient is currently using the device to find effective pain relief.